Event description:
One tuch basic enhanced meter was reading inaccuartely high compared to the calibrated lab method. The pt reported blood glucose results of 210 mg/dl with a lifescan meter and 146 mg/dl on a lab device, performed within 10 minutes of each other.between the tests there was no intervention that would be expected to change the blood glucose. The customer service representative walked the pt through a check strip test and the result fell within specifications. The csr confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. The test strips were described to have no reaction or color change. No further troubleshooting could be performed. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter was replaced.